Event description:
Pt was not feeling well, she was vomitting and unable to eat. Reporter indicated that pt measured her blood glucose result and obtained a result of "hi" (> 600 mg/dl). Emergency med svs were contacted and upon their arrival, 10 - 15 mins later, pt's blood glucose measured 127 mg/dl or 130 mg/dl, on paramedics' blood glucose monitor. Reporter stated that pt was transported to the hosp, where she was given intravenous fluids (contents not provided), and was treated for hepatic and renal dysfunction. Pt was reportedly released the following day. Reporter also stated that, 16 days after the initial hospitalization, pt was found "slumped over in a wheelchair." Pt's blood glucose was reportedly tested, using the suspect device, with a result of 558 mg/dl. Emergency med svs were summoned and 10 - 15 mins later pt's blood glucose monitor. According to reporter, pt was treated for low blood glucose and a kidney infection. Pt reportedly remained hospitalized for - 2 weeks. Pt's current condition: "fine". Technical support requested the return of the suspect product and replacement product was shipped.